Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
Event reported as: patient inserted catheter without realizing the tip was missing and this resulted in some bleeding. Patient condition is reported as doing fine.